Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence of the reported problem in the device's event history log. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. D4: UDI number is unknown; g5: unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a spontaneous device deprogramming. This is the second incident. Nurse realized that the pump had been completely deprogrammed, so fortunately for everyone it was a reset. It was a damage associated with care, since the patient was in pain and the on-call nurse had to be moved. It is unknown if device is available for return. Additional information received: the patient's son called to say that he can't do a bolus on his dad's pca. It was written "bolus not programmed". At the idel, the device is no longer programmed correctly, it was "deprogrammed" at around 12:50pm, according to the history log, although the idel did not modify the programming.